Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug the pump into a different wall outlet and wait at least 30 minutes to see if it would begin charging. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.